Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue ip custom room racks and found that fiber cabling required rerouting. The technician rerouted the fiber cabling, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that the monitors connected to their hexavue ip custom room racks were flickering. No report of injury.